Manufacturer narrative:
Qn#: (B)(4). One (1) 870-98kit 22mm htd niv circuit kit circuit was received for investigation. Upon receipt the circuit was visually inspected for any signs of abuse/misuse/damage. The circuit displayed a heated wire melt in the blue tubing approximately 19 inches from the patient end. The melt is approximately 2 inches in length. It does not appear as though the melt came completely through the tubing, however, heavy heat deformation to the blue tubing is observable. The heated wire was visually traced in the tube: there were no heated wire "bunches" or "clusters" noted. To ensure the incident was not associated with a manufacturing related cause, the electrical resistance of the heated wire was measured. The actual measured resistance value is 13.7 ohms, which is within specification. The IFU for this product states "do not cover tubing with sheets, blankets, towels, clothing or other materials". The complaint has been confirmed. A 100% inspection for circuit heated wire assembly, and electrical safety to include wire electrical resistance checks is performed at the manufacturing facility prior to release. Based on the observed damage, and the report that the tubing might have been wedged between the patient bed mattress and the hand rail, it was determined that operational context caused or contributed to this event.

Event description:
The complaint is reported as: the circuit melted during use on a patient. The sales rep reports "it was an adult patient while she was on the maxventuri adult system with the 870-98kit niv heated wire circuit. It was being used as a heated aerosol trach collar at 10 lpm flow, with heater temp set at 32 degrees. We think it was due to the circuit being tucked between the mattress and the bed rail, pushing the heated wire up against the plastic of the circuit. No patient injury reported.